Manufacturer narrative:
No components were removed or replaced.

Event description:
Info received on 1/28/97 indicates an ipp device was implanted in 1/90. The pump and cylinders were revised on 11/2/95. A revision surgery was performed on 12/13/96 to reposition the reservoir. No components were removed or replaced.